Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. No anomalies that could be associated with the complaint incident were observed. The number of complaints identified is 4. The review did not identify any errors applicable to the complaint incident. No further review is deemed necessary; the product was investigated but the evaluation was unable to conclusively verify the complaint as valid, the cam02 monitor was verified as performing to specification. Therefore, an investigation for cause was unable to be performed. Future incidents of this nature will be documented for recurrence and trending purpose.

Event description:
The 1104hm catheter was inserted and the icp read over 300 on the cam02. The black patient cable was switched and then the monitor read 9. There was no patient injury reported. Additional information was requested but customer did not want to provide any further information.